Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the comb was confirmed to be bent. The comb, comb springs, gear, cap nuts, left side hinge, and ball detents were replaced and resolved the reported issue. The carrier guide was also replaced as part of the design change. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device had a bent comb. An additional skin graft was required from the patient. No additional event information available.